Event description:
The customer reported that the doctor was performing an open heart procedure and the pencil tip caught on fire and melted the blue part of the tip. They were still able to use the pencil but changed the electrode in the pencil and finished the surgery. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. If the sample is received, a f/u report will be submitted.